Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the physician had a hard time removing the plastic wrap off the bands. The physician attempted to fire the bands three times; however, no bands were deployed. It was reported that the device was removed from the patient and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Note: a photo of the ligator head outside the patient was provided by the customer. Four bands were still attached to the ligator head and two bands were broken and overlapped with the other bands. The white band indicator was also seen detached from the ligator head.

Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable event of bands unable to deploy. Block h10: investigation result: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly and the ligator head were returned with the device. It was also noted that the ligator head presented with four bands attached and two remained parts of broken bands returned overlapped. Additionally, the white band returned deployed. The trip wire was kinked, and the handle presented marks of trip wire being secured. The slack was correctly taken up. Further examination shows that the ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other problems were noted with the device. The findings from a media review of the photo provided by the customer were consistent with the analysis of the returned ligator head. The reported event was confirmed. The difficulties in removing the ligator shrink wrap could have contributed to the overlapping and damage of the bands that led to a deployment failure. Also, the damage to the ligator head teeth could have been caused by user manipulation and/or some extra tension applied to the device. Additionally, the trip wire was kinked. This could have been generated due to the handling and manipulation of the device during use. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the physician had a hard time removing the plastic wrap off the bands. The physician attempted to fire the bands three times; however, no bands were deployed. It was reported that the device was removed from the patient and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Note: a photo of the ligator head outside the patient was provided by the customer. Four bands were still attached to the ligator head and two bands were broken and overlapped with the other bands. The white band indicator was also seen detached from the ligator head.